Event description:
The customer reported they had a low battery. There was no reported pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted once the investigation is complete.